Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from the spouse of a patient, reporting pump was leaking. The area of the leak was where the clear tubing screws into the yellow connector. Patient's spouse was instructed to power down the pump, clamp the tubing, and call and speak to the anesthesia doctor to find out how to proceed and to provide alternative pain management if necessary. Device operator was the patient. Medication being infused was unknown. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.